Manufacturer narrative:
(B)(4). Batch # m54533.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.the batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the surgeon fired the device and ensured the triggers plastic to plastic. There was no crunch sound. After the firing, the surgeon checked the staple line and found that more than a half of the staples malformed with irregular shapes and the washer was not cut through. The device was set between 1.5mm and 2.0mm. The surgeon manually cut through the tissue as the device did not cut through the tissue thoroughly. Hand sewing was used to complete the procedure. The patient is in stable condition. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Manufacture date: 6/16/2015 . The analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.